Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2009, that a securi-t percutaneous replacement gastrostomy tube was used during a peg procedure. According to the complainant, after about 4 months of use, the cap of the feeding port was torn. The procedure was completed with another securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.